Event description:
Pump was programmed at 45ml/hr and set over 4 hours for a total volume of 180ml to be delivered. The pump was programmed with two witnesses present. The pump alarmed 3 hours after starting, indicating volume was complete. Patient received four hours' worth of feeding in three hours.